Event description:
The pk dissecting forceps instrument was used during a da vinci surgical procedure, but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed that the instrument was found with frayed pitch cables located at distal idler. An additional observation not reported was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratch marks on the pulley's surface. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable, could likely cause or contribute to an adverse event if to reoccur.